Event description:
It was reported to philips that there were intermittent problems with the wired footswitch. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a diagnosis procedure and the procedure was completed as planned by using a spare footswitch. The philips remote service engineer (rse) inspected the system remotely and found sporadic problems with the footswitch, which prevented fluoro. The customer changed it with a spare footswitch, which functioned well. Rse ordered the parts for the customer, and the customer is taking responsibility for servicing the device. No further action has been taken by philips. To date, no reports of the event have been received. The codes were updated based on the investigation outcome.